Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with infection and underwent a revision procedure.

Manufacturer narrative:
The reported event could be confirmed, since evaluation of provided CT imaging and information provided from the initial reporter indicate the devices were removed due to an infection. No product related issue could be detected. There are many sources of infection during and after surgical procedures. Based on the available information it is not possible to define the root cause of the reported infection, it can be confirmed that the device in question was supplied in sterile condition to the customer. Review of sterilization procedures was found to be sufficient and within specifications. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient presented with infection and underwent a revision procedure. Pathology confirmed that the infection microorganism identified was p acne.